Manufacturer narrative:
Additional information; eventand adverse event problem (patient code). Device evaluated by MFR: one cadd solis vip pump was received in good physical condition. The event log was reviewed and a medium alarm was acknowledged and a high alarm was displayed. The pump was visually inspected and the an error code 42224 was found on the display. The reported "error 42224" issue was duplicated. The pump passed functional testing. The error code will be cleared and the software will be reloaded/reinstalled to resolve the issue.

Event description:
Additional information was received that the issue was discovered during re-certification.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump presented with error code 42224. There were no reported adverse events.